Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of cartridge which is not qualified to be used with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the manufacturer instruction of qualified iol delivery system product combinations and alternative viscoelastic, as the complainant states the use of an unqualified combination. The use of nonqualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a small amount of debris was observed in the patient's eye after the lens was implanted, which appeared to be adherent to the lens. The debris was removed by the irrigation/aspiration handpiece during the initial procedure. It was also reported the lens was damaged upon insertion. Additional information has been requested. There are two medical device reports associated with this event. This report is for the iol.